Event description:
It has been reported to philips that the system could not turn on. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Fse determined that the host pc was faulty. The fse replaced the host pc and installed a new license. After replacement of the host pc and installation of new license, the system was returned to use in good working order. The codes were updated based on the investigation outcome.